Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: the first time was all negative, but when I retested it was positive, so I would like to ask the reason hazard, injury or erroneous results? No.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results". Customer reported that while running the sars-cov2 assay they received a negative result on a specimen that, upon repeat testing was positive. Remote assistance was provided to the customer by bd service specialists in order to help explain why this happened. After discussing with the customer, bd service determined that on the first negative result, there was evidence in the pcr data of no fluid entering the cartridge. This can be due to insufficient sample volume or inhibition, however that did not seem to be the case here. This complaint is not confirmed as it was a one-off occurrence and no issues with the instrument performance were identified. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA/510k #: k111860, k130470.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: the first time was all negative, but when I retested it was positive, so I would like to ask the reason. Hazard, injury or erroneous results? No.